Event description:
Customer reported a hospitalization event for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 300 mg/dl. The customer also reported that her discharge papers indicated an insulin pump malfunction caused her to go into the diabetes ketoacidosis. As a result, the customer requested a new insulin pump. The customer also declined to answer anymore questions because it was not her priority. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).